Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings:a visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap threads and coin slot on top of the cap were found to be damaged. The battery cap was able to be secured to the pump and used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap was not able to attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.